Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient reported a history of incontinence that worsened during stimulation. At the patient's request, the evoke scs system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.